Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, chronic pain and disability and removal of the mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b4, b5, b6, b7, g3, g6, h2, h6, h10, h11 corrected fields: d1 (brand name), d4 (product catalog no), e1, g4 (PMA/510(k). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent umbilical hernia repair with implant of an unspecified bard/davol ventralex st patch on (B)(6) 2014. On or about (B)(6) 2023 the patient was diagnosed with recurrent umbilical and incisional hernia thereby underwent laparoscopic repair with mesh explantation, during which the surgeon dissection of mesh from the abdominal wall, drainage of fluid pockets, and also the patient was implanted with ventralight st patch (lot #hugu0735 and cat #5955600). It was also alleged that removal of mesh from the peritoneal cavity. Attorney alleges that the patient experienced additional surgical intervention, recurrence, and chronic pain, which have impaired daily activities. Attorney alleges general allegations for continues to suffer, injuries and damages, including: past, present and future physical and mental pain and suffering and physical disabilities. It is also alleged that the patient sustained personal injury and the device was defective. Addendum per additional information provided by patient's attorney: on (B)(6) 2014 - patient was diagnosed with symptomatic umbilical supraumbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per op notes, "a ventralex mesh (device #1) was placed and sutured." On (B)(6) 2023 - patient was diagnosed with abdominal seroma. On (B)(6) 2023 - patient was diagnosed with recurrent hernia thereby underwent laparoscopic repair with explant of ventralex mesh (device #1) and implant of ventralight st using echo ps (device #2). Per op notes, "the mesh (device #1) was dissected and removed. Multiple fluid pockets were drained. A ventralight st using echo ps (device #2) was placed and tacked.¿

Event description:
Attorney alleges that the patient underwent umbilical hernia repair with implant of an unspecified bard/davol ventralex st patch on (B)(6) 2014. On or about (B)(6) 2023 the patient was diagnosed with recurrent umbilical and incisional hernia thereby underwent laparoscopic repair with mesh explantation, during which the surgeon dissection of mesh from the abdominal wall, drainage of fluid pockets, and also the patient was implanted with ventralight st patch. It was also alleged that removal of mesh from the peritoneal cavity. Attorney alleges that the patient experienced additional surgical intervention, recurrence, and chronic pain, which have impaired daily activities. Attorney alleges general allegations for continues to suffer, injuries and damages, including: past, present and future physical and mental pain and suffering and physical disabilities. It is also alleged that the patient sustained personal injury and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, chronic pain and disability and removal of the mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.